Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of a 59 mm abdominal aortic aneurysm along with an endurant iis stent graft. The endoanachors were implanted because of concern for late failure. It was reported that a follow up CT carried out on approximately four months later showed that infolding on the anterior side of the main stent graft was observed. The infolding was also seen on an ultrasound carried out on. No kinking or fracture was seen. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.